Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. The patient experienced peritonitis and was hospitalized for the event. On an unreported date, the patient started treatment with injection (inj). Magnex forte (1.5 gram, bd, and route not reported) for peritonitis. The outcome of this peritonitis event was unknown

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.